Event description:
It was reported that a patient underwent an unknown procedure on decubitus ulcer and suture was used. The patient experienced suppurated sutures eight weeks after the procedure. The sutures seem to have not absorbed. The patient has decubitus due to paraplegia. The wounds were irrigated with anostiralyt before plastic grafting. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device product code associated with this event is not known. The (B)(6) reports the following possible product codes: (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: it was reported that the patient had delayed wound healing in a septic procedure and was a high risk for complications during wound healing. Two weeks after removal of the skin sutures, the subcutaneous sutures and possibly the fascia sutures were suppurated. The patient underwent reoperation with pds ii suture. Since then, there have been no more patient problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.